Event description:
It was reported that this right ventricular (rv) lead had loss of capture and high threshold. Physician was concerned that helix came out with a slack which put pressure on the tip and caused perforation. Patient also experienced pain due to this. The lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had loss of capture and high threshold. Physician was concerned that helix came out with a slack which put pressure on the tip and caused perforation. Patient also experienced pain due to this. The lead currently remains in service. No adverse patient effects were reported.subsequently, additional information was received indicating that pneumothorax was not confirmed. The patient suffered from pain confirmed via x-ray. Physician resolved the issue by repositioning the lead.